Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 16, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer support, cts, arranged to replace the pump and confirmed the shipping address, while the caller was advised that the replacement pump will include updated software and provided with instructions to return the malfunctioning pump. The caller was also informed about programming settings and connecting their cgm to the new pump, and acknowledged the instructions provided.